Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer reported a leakage from below the waste drawer of their alinity m system, serial number (B)(6). Customer stated that the leak was noticed outside of the instrument footprint. The leak looked like a small amount of dripping and crystallization only. There was no puddle. Customer cleaned the leakage wearing appropriate personal protective equipment (ppe). There was no slipping hazard or skin contact field service engineer (fse) inspected system solutions drawer. Crystallization was found due to a bent line going to the lysis cradle. Fse corrected the bend on the tubing line from transfer pump to cradle that was creating an obstruction. There was no patient involved as the leak was identified by the alinity m system user.